Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed high pacing impedance and high capture threshold on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.